Event description:
It was reported that a malfunction alarm occurred. A pump reset was performed by the customer to clear the alarm. Customer will continue to use current pump for insulin therapy. There was no adverse impact to the customer's blood glucose level.